Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 384 mg/dl at the time of the incident. The customer started back up plan of manual injections to treat high blood sugar. The customer stated that the drive support cap was not protruded, loose or sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.